Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: a review of the pump black box showed reboots had occurred. A visual inspection of the pump revealed a crack in the battery compartment and the battery cap was stripped. The returned battery cap was unable to maintain an electrical connection; power loss and reboots were duplicated. The battery cap contact height and width measurements were found to be within specification. A test cap used for testing purposes. The pump powered on normally with no alarms and the pump exercised with a test cap with no further power issues occurring.